Event description:
Health care provider was using retractable technologies, insulin syringe, 1cc 29g x 1/2. Reference number 10211, lot number f119a. Safety syringe needle did not retract as designed, contributing to a needle stick injury to employee.